Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient admitted for hypocalcemia and abdominal pain. There was no additional patient information at the time of this report. The patient was not treated on the first I-stat result. The customer states that return product is available for investigation. Method : I-stat, test: 12:44, sample : a, result: >9, comment: drawn into a plastic syringe from venous IV start. Architect, 13:10, b, 2.6, test reordered and sent to lab. I-stat, 13:21, c, 2.6, second syringe drawn and retested. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/30/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na